Event description:
The customer reported approximately 20 mls of clenz leaked from the unicel dxh 800 coulter cellular analysis system. The leak was contained within the instrument. There was no reported exposure to mucous membranes or open wounds. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a lab coat at the time of the occurrence. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed a hole in the sample line tubing from the nucleated red blood cell (nrbc) chamber. The fse replaced the tubing and the instrument ran without any leaks. The fse performed instrument verification and the instrument was returned to normal operation. (B)(4).